Event description:
The pt is experiencing pain radiating down to the upper thigh. Pt will be following up with his surgeon for further testing/evaluation.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.